Event description:
It was reported that the patient experienced erosion as a result of urinary catheter placement in (B)(6) 2020. The previous artificial urinary sphincter was removed in (B)(6) 2020. A reimplant surgery was performed to implant a new aus. Patient also had a sling device previously implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced urethral erosion as a result of urinary catheter placement in february 2020. The previous artificial urinary sphincter was removed in february 2020. The physician does not believe that the sling caused or contributed to the erosion. A reimplant surgery was performed to implant a new aus. The patient recovered.